Manufacturer narrative:
The initial investigation of the device at plasma surgical, inc. (Completed on (B)(4) 2013) indicates that there had been an ingress of liquid from the back of the handpiece handle. This was determined during a visual examination of the internal handpiece components that revealed a white residue coating the printed circuit board (pcb). The ingress of the liquid caused an electrical short of the pcb, resulting in the activation of the handpiece.

Event description:
Approximately 3 hours into a procedure, the surgical team reports that the handpiece began igniting to the settings shown on the console on it's own. The staff was immediately alerted that the handpiece was firing due to the audible alert that sounds to indicate that the handpiece is active. In order to turn the handpiece off, the console was unplugged. The surgical team reported that there were no injuries to pt or staff and no materials in the operating room were burnt or damaged.